Event description:
(B)(4). The dentist reported 4 months after the dental implant was installed in patient's mouth it was verified its non osseointegration. 40 ncm of primary stability was achieved and immediate load was not performed. Patient had bone type iii.

Manufacturer narrative:
(B)(4).